Event description:
Customer states the device failed etco2 during opcheck. No reports of pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.